Event description:
It was reported that during a vascular stent deployment in the sfa, the vascular stent prematurely partially deployed in the tortuous external iliac. Upon removal of the premature partially deployed vascular stent, the vascular stent fractured into three pieces. A snare device was used to capture two of the three fractured pieces successfully. The remaining fractured portion of the stent remains in the external iliac, as an add'l vascular stent was deployed to cover this portion of the stent. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.